Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response. Therapy from the ICD was exhausted because of this. It appears that the device was undersensing the patient's atrial fibrillation at the time therapy was delivered. Boston scientific technical services (ts) discussed with the field representative potential options to try to prevent this from occurring in the future. Additional information was received from the field representative that the ventricular tachycardia (vt) and ventricular fibrillation (vf) therapy zone rate cut-offs were reprogrammed. At this time, the device remains in service and no adverse patient effects have been reported.